Manufacturer narrative:
There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, e103 lamp error was observed for the device when taking a picture. The device lamp had 300 hours on the counter. There is no reported patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, since the device has been in-use for greater than 8 years, it is likely the lighting failure error code (e103) occurred due to normal wear. Additionally, the DHR was reviewed and found to have no deviations.